Event description:
Drug/diluent: unknown. Fill volume: 270 ml/hr. Flow rate: 4ml. Procedure: c-section. Cathplace: unknown. Rn was removing the catheter for the first time, pulled out first catheter easily, but accidentally broke the second catheter upon removal. It is estimated that greater than an inch is still inside the pt. The on-call md stephanie ahmed, determined black tip was not on the end of the broken catheter. The appearance of the catheter appeared to be stretched. Resistance was a level 3 upon removal (5= extreme resistance). It was not determined yet if the catheter was going to be removed. Pt is in stable condition. Pt contact: yes. Adverse event: yes. Date of surgery: (B)(6) 2012.

Manufacturer narrative:
Method: the sample has been received for inspection and eval. Conclusion: a follow-up report will be filed when the investigation has been completed. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of ¿do not cut or forcefully remove catheter.¿ if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It¿s advisable to wait 30 to 60 minutes and try again. The pt¿s body movements may relieve the catheter to allow easier removal. If the catheter is still difficult to remove, an x-ray is recommended. After removal, check distal end of catheter for black markings to ensure entire catheter was removed. I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: ¿tips for preventing in-situ catheter breakage with the on-q post-op pain relief system.¿ it is worth noting that I-flow¿s catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.